Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a product performance issue. Other than the surgical procedure, there were no additional adverse patient effects reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a product performance issue. Other than the surgical procedure, there were no additional adverse patient effects reported. Additional information was received that this ra lead was surgically abandoned due to lead fracture and noise which were causing inappropriate mode switching. Other than the surgical procedure, there were no additional adverse patient effects reported.

Manufacturer narrative:
Correction: b5 and h6 device coding.